Event description:
During a mechanical ventilation of a critical patient, the covidien puritan bennett vent 840 ventilator consistently alarmed "vent service" and a red light " display inop" illuminated in the control panel. The patient appeared to be getting volumes, although values were not returned at times, the spo2 (oxygen saturation) sensor was maintained at 91-92%. The error log of the device indicated that the screen had locked up. Clinical engineering was unable to reproduce the error and found no issues with the device.